Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient did not think its working, because when you adjust the strength you feel a tingling sensation normally but I¿m not feeling any sensation and I¿m having leaking so I¿m thinking maybe the battery died". The leakage issues started to return about 3-4 months ago ¿maybe since last (B)(6)¿ (2018). The patient did report they had a hard fall (B)(6) 2019 where they fell on the carpet on the opposite side of my body where the implant was but this was after the return of leakage issue. The patient was at 3.0 volts but did not feel the stimulation. It was determined that the stimulation was off. The patient was assisted with turning the stimulation back on and it was raised to 4.0. They stated that they normally can¿t go this high but, right now, they did not feel the stimulation. It was recommended that the patient follow up with their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they'd had pretty good luck with their medtronic devices, however with their previous ins (sn (B)(6)) they collapsed in (B)(6) 2020 and the fall "destroyed it." The patient stated the collapse was unrelated to the device/therapy. They collapsed because some medications they had been taking interacted wrong with each other and shut the patient's kidney's down which caused the patient to aspirate into their lungs. The patient stated that they almost died and that they had infectious pneumonia and they had been placed on a ventilator. The patient stated it took them a year to recover (they had been bedridden almost the whole time) and another year to get over their fear of being put under anesthesia until they recently had the system replaced. No further action was taken by patient services. The patient's relevant medical history included the patient stated their first ins lasted 10 years when it finally died from normal battery depletion. The patient stated when they went to replace the battery, they realized the ins was "outdated" so the patient received the new ins (the newer 3058 model).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the healthcare provider was notified of not feeling stimulation and returned of leakage in the process of scheduling a CT scan. The patient indicated they think the issue that led to not feeling stimulation and return of leakage was due to a fall on the abdomen that was pretty hard. The patient was in a process of scheduling tests and the reported issues have not yet being resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported they had a fall because she lost her footing about 5-6 months ago, fell on her abdomen and the time she fell directly correlates with the time her symptoms returned. After the fall she suddenly noticed she is not getting therapeutic benefit for her bladder symptoms. The patient wanted help to change her settings to see if we can get the therapy working, and states this is her last-ditch effort. Patient states she doesn't feel stim, even though the stim is pretty high. Patient states before the fall she would feel stim strong in her vaginal wall on the right and the stim would be at low amplitude. Patient states she saw her hcp and they took x-rays on monday (april 1st), and is waiting to get the results. Syncing with the programmer showed stim was on, set to p3 (program 3) at 4.0 v. Patient was walked through adjusting stim to p4-4.0 v and p1-4.0 v and she still was not able to feel any stimulation. When patient switched to p2, she immediately felt a strong surge of stimulation and she said it hurt. Patient states she felt all kinds of sensation and it just"went bonkers." After a few seconds this sensation went away. Patient states this was not even at a high level of stimulation, it was 1.6 v. Patient services had the patient turn stim off to ensure it doesn't surge up again. Patient states she has never felt this before. Use of the programmer was reviewed with the patient and patient was advised to follow-up with their doctor. No further details were reported at this time.